Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm 29) was verified. The alleged malfunction (occlusion) was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms and multiple intermittent cartridge alarms (alarm 29) occurred. Reportedly, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. Blood glucose ranged from 143-160 mg/dl. Reportedly, a new cartridge was loaded and the customer continued to use the pump for insulin therapy.